Event description:
During a pci procedure, the maverick2 monorail ptca catheter shaft kinked when the catheter was advanced near the lesion. The lesion being treated was a calcified, 99% stenotic lesion in the 1st diagonal branch (d1) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.